Manufacturer narrative:
The field service engineer verified the water pressure, gear pump pressure, and wash levels. All expected maintenance had been performed on the analyzer. During mechanism checks, it was found that there was split tubing. The tubing was trimmed and re-fitted. Additional mechanism checks were performed and no issues were observed. The customer ran calibration and controls; no issues were seen. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated they received questionable low results for an unspecified number of patient samples patient samples tested with ca2 calcium gen.2 and mg2 magnesium gen.2 on a cobas 8000 c 702 module. The customer provided examples of three patient samples with discrepant calcium results. No units of measure were provided. The first sample initially resulted in a calcium value of 0.37 and it repeated as 1.89. The second sample initially resulted in a calcium value of 0.31 and it repeated as 1.95. The third sample initially resulted in a calcium value of 0.67 and it repeated as 1.98. The calcium reagent lot number and expiration date were requested, but not provided.